Event description:
I received durolane in both knees the day before ((B)(6) 2024). I woke up in the middle of the night around 3 with my legs in immense pain. I could not walk or weight bare on either leg. My left leg was quite swollen. I had severe arthritis pain in both knees (at a much greater level than before the injection). I went to the ER where I stayed for several hours. I was given blood tests, an IV, pain meds and a steroid. I was instructed to go back to the orthopedic office who gave the shots for a follow up. There, they drained my knee and she also prescribed an antibiotic and a very potent anti-inflammatory. Today is (B)(6) 2024 and my knees still don't feel normal, they are stiff, swollen and I have to stay off of them. I wish I never had these injections.